Event description:
This rv was implanted on (B)(6) 2010 and was explanted on (B)(6) 2017 due to infection. The physician was dr. (B)(6) at (B)(6) campus in (B)(6), mn. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).